Manufacturer narrative:
Philips service replaced the smart drive and node interface unit, calibrated the system, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry rebooting, brake feedback, and tilt errors occurred on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.